Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010; inr: 1.4, 2.3.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.4, 2nd inr: 2.3, mean: 1.85, sd: 0.64, %cv: 34.40. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Retained strips were tested and results revealed that precision criteria was met. Donor results were 2.94 and 4.95% cv, respectively and meet the criteria for precision. No product is expected to be returned. No further investigation will be pursued. Patient reported having a hard time getting a large hanging drop of blood. This may have affected inratio test results. As of 10/14/2010, fifteen discrepant result complaints were reported for lot #234130 yielding a complaint rate of 0.013%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.